Manufacturer narrative:
On (B)(6) 2022, mentor became aware that patient experienced bilateral capsular contracture; baker grade ii, and right side device was implanted back after surgical intervention as the patient underwent unilateral left side explantation and replacement with catalog number 3504501bc; serial number (B)(6) on (B)(6) 2022. On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left capsular contracture; baker grade ii. This medwatch report is for the patient¿s left-sided device. Right side complication is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with a 450cc mentor memorygel, breast implant and experienced capsular contracture; baker grade iii on her left side postoperatively. As a result, patient underwent unilateral left side explantation and replacement with catalog number 3504501bc; serial number (B)(4) on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that rupture code was added under follow up 1 report however, verbiage under h10 did not mistakenly include information regarding left side rupture. Reason for explant has been updated below as well. Reason for device explant and/or reoperation: left capsular contracture; baker grade ii, and rupture this supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4) follow up 1 report h10.

Manufacturer narrative:
On march 14, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 450cc breast implant was found to have a tear on the anterior view, measuring approximately 4.2 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).